Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 5076-52 lead implanted: 2001-(B)(6). (B)(4).

Event description:
It was reported that the device had unexpected longevity. It was noted that the patient was scheduled for a four month follow-up based on battery indications at may checkup and the physician was surprised to find the patient already at eri (elective replacement indicator) upon recent interrogation. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.